Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. A femoral angiogram or other imaging was not performed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported needle to cuff miss was confirmed. Based on visual and functional of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.